Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that jelly or iodine's was missing from 12 bard touchless catheter in the last couple of months.

Event description:
It was reported that bard touchless catheter was having missing iodine's in the last couple months. Customer was using bard touchless for 18 years and this has been quite a few times but never reported it.

Manufacturer narrative:
Per additional info received from investigation, bd has determined that this MDR event is not reportable. The product intentionally did not include iodine and had a warning label, the reported issue is not considered a failure and meets the definition of a customer preference complaint. Visual evaluation of the returned sample noted one opened (within original packaging), unused touchless catheter. Visual inspection of the sample noted no obvious visible defects. It was noted that only the top view of the packaging was visible, so it could not be visually confirmed that there was no iodine included. However, based on the lot number and the yellow label on the packaging, the product was intended to be sold without iodine under manufacturing waiver, so the lack of iodine in the product was intentional. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.